Manufacturer narrative:
Method - device not returned, follow-up with representative.

Event description:
It was reported that a clinical study patient with esophageal cancer underwent a kyphoplasty procedure on level t9. One day postoperatively, an x-ray revealed cement extravasation anterior to level t9. There were no patient complications. No additional information was reported.